Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock while tachy mode was programmed off for surgery. Electrocautery protection was enabled. A boston scientific technical services (ts) consultant discussed that if electrocautery protection was truly enabled then a shock should not have been delivered. Ts recommended interrogating the device and checking the arrhythmia logbook. It was later reported that an alert was issued indicating low shock impedance. Shock impedance was less than 20 ohms on one daily measurement. Historically, shock impedance has been 50-60 ohms. However, it did dip into the 40 ohms range for a period and then rose back to 50-60 ohms. Pace impedance was stable and within range. Noise was present on the right ventricular rate/sense and shock channels. It was later reported that a commanded shock was performed and impedance was within range.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.